Event description:
Boston scientific received information that this patient had experienced some syncopal events. It was noted that the physician was having trouble programming on sudden brady response (sbr) for a trigger source in the logbook. The physician also wanted to know if sbr was kicking in.

Manufacturer narrative:
A boston scientific technical services consultant discussed the details of the sbr function. No other adverse events have been reported. This product issue will be updated if additional information is received.